Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 380 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include vomiting as well as a slight fever of 100.1 deg. The patient reports having swelling at the pod infusion site. Prior to going to the hospital the patients pod expired. The patient applied a new pod. Once at the hospital the patient was treated with intravenous fluids, an insulin drip and zofran. The patient was discharged from the hospital after 4-5 hours. The pod will not be returned as it has been discarded.